Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. There was no adverse impact to the customer's blood glucose level. Technical support arranged a replacement for the pump and customer continued insulin delivery with the current pump in the interim.